Manufacturer narrative:
(B)(4). Physio-control advised the customer that their device is no longer under warranty and there is no repair service for the display. Physio recommended that the customer remove the device from service and a replacement device be obtained. The device has not been returned to physio-control for an evaluation.

Event description:
The customer sent their device to a third party repair center in order to receive a technical service update (tsu). No issues were reported at the time of the service request. There was no patient use associated with the reported event. Upon evaluation of the customer's device, the third party repair center observed that the display is damaged and the display screen was not operational. As a result, defibrillation therapy may not be available, if it were necessary.